Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware via social media on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Additional event or patient information is not available. Data was provided evaluation. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined.